Event description:
It was reported that the patient expired. The patient was hospitalized after being found in the nursing home pulseless and unresponsive. The patient was intubated and CPR was initiated. The patient did not regain consciousness. An ECG showed ventricular pacing. A scan was negative for a cerebral event. The emergency dept note stated that the patient presented with respiratory arrest and that the arrest was witnessed. The patient had a pulse upon presentation to the ER. The events leading up to the cardiac arrest are unknown. The death was classified as non-cardiac, and the patient had worsening heart failure, as an x-ray showed pulmonary edema. There is no allegation from a health professional that the death was related to the device.